Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of an ankle performed on (B)(6) 2018, the tip of the 2.0 mm drill bit broke off in the patient's calcaneus bone and was not retrieved. A different drill bit and angle was taken to insert a screw into the loose fragment of bone. Post-operative x-rays were taken to confirm the size of the retained fragment which was roughly 1 cm. The procedure was completed successfully and the patient outcome is reported to be stable. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 323.062, lot no.: l664856: manufacturing location: (B)(4), release to warehouse date: 28.nov.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed. The 323.062 2.0mm drill bit is reusable instrument available for use in several systems including the 2.7mm/3.5mm lcp distal fibula plates system. This complaint is confirmed. The returned drill bit is broke as reported. The drill bit broke mid-flute and the distal fluted fragment(s) were not returned. The oblique fracture pattern and bent distal remaining fluted area suggests that the device encountered an off-axis force ultimately leading to it breaking. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Top level drawing and 3 flute drill bit geometry drawing were reviewed during this investigation. No product design issues or discrepancies were observed. The diameter of the returned drill bit adjacent to the location of breakage measured at cq and is within specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.